Event description:
Per note on bag: hole at 35mm.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, but the exact cause is unknown. Fluid leaked through a circumferential split that was found between the 33 and 34 cm depth marks of the 5 fr powergroshong PICC. A semi-circumferential crease was found in the tubing adjacent to the leak site. The catheter may have been in a location that was vulnerable to kinking, which may have been a factor in the crease and split found in the tubing; however, the exact mechanism of damage is unknown. A chr of lot#resc0804 showed no other similar product complaint(s) from this lot number. The reported lot number does not correspond with the returned complaint sample.